Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect free t4 results for one patient. The result was lower when the samples were repeated. The following data was provided: initial result sid (B)(6) processed (B)(6) 2024 = >5 ng/dl repeat results = 1.42 and 1.03 ng/ml reference range = 0.70 -1.48 ng/dl no impact to patient management was reported.

Event description:
The customer observed a falsely elevated architect free t4 results for one patient. The result was lower when the samples were repeated. The following data was provided: initial result sid (B)(6) processed (B)(6)2024 = >5 ng/dl repeat results = 1.42 and 1.03. Ng/ml reference range = 0.70 -1.48 ng/dl no impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect free t4 reagent, list 07k65-29, abbott ireland diagnostics division, (B)(6), ireland to the architect i1000 processing module, list 01l86-01, abbott laboratories, (B)(6), texas, USA. MDR number 3016438761-2024-00227-00 has been submitted and all further information will be documented under that MDR number.